Event description:
It was reported the patient experienced ineffective therapy due to auto reducing with s1 lead and motor stimulation with l4 lead. In turn, surgical intervention was undertaken on (B)(6) 2025 however the product was unable to be revised. Additional surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information was received wherein the leads were explanted at an unknown date. A lead was implanted on (B)(6) 2025.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was obtained that the s1 lead had high impedance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.